Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective esd700 diode array on the distribution node pca. The root cause for the defective diode array could not be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
During investigation of the electrode belt sn (B)(4) for an unrelated issue, a reportable malfunction was found. The electrode belt was unable to communicate with a monitor.